Manufacturer narrative:
Concomitant medical products: product ID: model: 5076, lead, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department after receiving therapy from their implantable cardioverter defibrillator (ICD). A remote transmission was sent. Information received on the remote transmission was reviewed by qualified personnel. It was determined that the implantable cardioverter defibrillator (ICD) detected an atrial fibrillation with rapid ventricular response (af w/rvr) event as a fast ventricular tachycardia (fvt) event which resulted in the patient receiving inappropriate thera py. It was noted that an atrial arrhythmia was in progress at time of therapy. The device remains in use. No further patient complications have been reported as a result of this event.